Event description:
Customer reported a motor error alarm on the insulin pump during prime. Customer's blood glucose reading at the time of the call was 107 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime test. The insulin pump was received stuck in motor error loop during bolus basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.